Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: (B)(4).

Event description:
It was reported that the patient underwent complete hysterectomy, bilateral salpingo-oophorectomy, omentectomy and pelvic lymphadenectomy on (B)(6) 2014 and suture was used. On (B)(6) 2014, the patient experienced wound dehiscence. It was reported the wound was approximately 15 cm wide and detachment of suture in the middle caused bowel incarceration. The patient underwent emergency surgery and when wound was opened the knot of the suture was found and surgeon opined that suture cut the fascia. The patient remained in the hospital for three days longer than scheduled. The patient has been discharged. Additional information has been requested.

Manufacturer narrative:
It was reported that the suture was placed in the fascia. Following the dehiscence, remaining suture was removed and wound was sutured again. The patient has been discharged from the hospital. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.